Event description:
It was reported that a little resistance was felt during removal of the protective sheath. During use of the 2.5 x 15 nc trek balloon dilatation catheter, upon removal of the stylete, the device could not be thread onto the wire. There was no patient involvement as this occurred during preparation. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis; however, the protective sheath was not returned. Without the protective sheath, the reported difficult to remove protective sheath could not be replicated/confirmed. The definitive cause for the reported difficult to remove protective sheath could not be determined. The reported guide wire resistance was confirmed. Based on the visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on all the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.